Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were in an accident on april 29th and they were not sure if the leads came out of their device or their other manufacturer device. Patient stated they did not feel the tingle sensation anymore and when they got in the accident they felt something move. Patient mentioned they went to see their healthcare provider and the healthcare provider said the leads are good and the battery still has another year before they have to cut it out. Patient reported that they cannot locate their handset to their device and that they need that replaced in order to test if they can feel their stimulation still. Patient stated that they have a implant for their back and another for their knee; patient followed up saying that they had their implant that is for their knee checked out and everything seemed to be alright. Agent reviewed information with the patient. Patient mentioned that they saw their doctor and got x-rays done to che ck out their implants because they think that an implant has moved. Patient followed up saying that they are not sure if the implant that moved was their device or the other manufacturers implant; patient wanted to know because they need to know if they need to have surgery twice or not so that they avoid risk of infection. Agent reviewed information and transferred patient to sun med for handset replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their device was not working. On april 29th pt got rear ended. They had a different manufacturer device for their left knee and this manufacturer device controls the back. Since the accident nothing worked. The other manufacturer came out to the doctor office and did x-rays who said everything was ok regarding their battery, leads, and machine. Pt said their left side was not working and could not get it to come on for they could not locate the thing to check it. It was determined pt had lost the handset and communicator. Pt was given sunmeds phone number and was transferred to sunmed.